Manufacturer narrative:
As it is not known to our office at this time if the reservoir only was removed. According to the available information, this penile prosthesis was implanted on 5/17/96. On 9/17/96 the device was explanted reportedly because of an "infection and patient complained that prosthesis would inflate by itself." Information received by the physician's office confirmed that infection was present and that autoinflation of the device was observed by the physician. The device was destroyed and therefore not received by the manufacturer. Examination of the device would not conclusively confirm or disprove the report of infection or autoinflation. Therefore, qa accepts the physician's diagnosis that infection and autoinflation were the cause for surgery. The device lot history was reviewed and was verified to have passed manufacturing and qa procedure requirements for release. Based on this, qa concludes that the device was sterile prior to opening of the package and that the infection initiated from a source or sources other than the device. Qa also accepts the physician's observation of autoinflation as the reason for removal.

Event description:
Per the information provided to us by means of a user facility medwatch report, the following was stated: "reason for explant: infection and patient complained that prosthesis would inflate by itself".